Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the dilator would not advance thru the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The dilator may have been kinked when it was being inserted into the sheath. When the sheath was replaced, the issue resolved. The dilator did not break into two or more pieces; it was in one piece. The damage in the dilator did not result in any sharp or exposed/protruding components. The resistance issue was with the dilator going into the sheath and also withdrawing the dilator from the sheath. There was no occlusion when irrigating the sheath or narrowing of the sheath. It was believed the hemostatic valve was dislodged causing the dilator to be difficult to advance and withdraw. They do not believe a catheter was advanced into the sheath. The dilator was stuck on the sheath. The reported issues of obstructed sheath and dilator damage are not MDR reportable issues as the potential that these issues could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the dilator would not advance thru the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The dilator may have been kinked when it was being inserted into the sheath. When the sheath was replaced, the issue resolved. The dilator did not break into two or more pieces; it was in one piece. The damage in the dilator did not result in any sharp or exposed/protruding components. The resistance issue was with the dilator going into the sheath and also withdrawing the dilator from the sheath. There was no occlusion when irrigating the sheath or narrowing of the sheath. It was believed the hemostatic valve was dislodged causing the dilator to be difficult to advance and withdraw. They do not believe a catheter was advanced into the sheath. The dilator was stuck on the sheath. Device evaluation details: the sheath was returned to biosense webster inc (bwi) for evaluation and the evaluation has been compelted. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo sheath visual analysis of the returned sheath revealed that no damage or anomalies were observed. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The sheath was flushed with a syringe in order to verify if the hemostatic valve leaked, however, no leakage was observed. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: - use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. - do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. The event described could not be confirmed as the sheath was performed without a hemostatic valve or an obstruction issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).